Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. The patient's concurrent conditions included dysplasia and cervicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomies robotic assisted, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy in insertion date: in previous follow up reported as (B)(6) 2008, in current follow up (medical records), in insertion details, reported as (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, hysterectomy: cervix with severe dysplasia (cin-3). · margin free of dysplasia. · acute and chronic cervicitis. · benign endometrial polyp. · right and left fallopian tubes: no pathologic change. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Lot number was added. Reporter, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. The patient's concurrent conditions included dysplasia and cervicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomies robotic assisted, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy in insertion date: in previous follow up reported as (B)(6) 2008, in current follow up (medical records), in insertion details, reported as (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, hysterectomy: cervix with severe dysplasia (cin-3). · margin free of dysplasia. · acute and chronic cervicitis. · benign endometrial polyp. · right and left fallopian tubes: no pathologic change. Lot number: 626686, manufacturing date: 2008, expiration date: 2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had undergone hysterectomy for essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ she had undergone hysterectomy for essure removal". Reporter information, reporter¿s information, demographics, essure indication (amended) and essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.